Manufacturer narrative:
The used company cartridge was returned. Viscoelastic was observed in the cartridge. It was indicated that two lenses were loaded into the cartridge. The second lens was returned and the cartridge advanced to the nozzle entry area. The cartridge showed evidence of placement into a handpiece. Tip damage was observed that indicates a lens was delivered. The cartridge tip had an aneurysm top center and was split past the aneurysm. Heavy stress was also observed. This damage would indicate the lens/plunger were not in acceptable positions for advancement. The used company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. Qualified associated products were indicated. The root cause for the cartridge damage may be related to a failure to follow the instructions for use (IFU). It was indicated two lenses were loaded into the cartridge before the damage was observed. Company cartridges are single-use devices. The cartridge tip had an aneurysm top center and was split past the aneurysm. Heavy stress was also observed. This damage would indicate the lens/plunger were not in acceptable positions for advancement. Topcoat dye stain testing was conducted with acceptable results. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd) -filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly, causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob contact the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the reporter had attempted to implant 2 lenses and failed, later noticed that the company cartridge had cracked with confirmed patient contact. Despite the issue, the procedure was completed on the same day with another lens. Additional information has been requested however no further information available.